Event description:
The locking ring for liner broke and the pt dislocated. Hip ball manufactured by others.

Manufacturer narrative:
Examination of the returned device finds nothing outward to indicate product error. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. It is known that this depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.